Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited functional under sensing, functional loss of capture and failure to capture. It was noted that the patient was experiencing a slow vt rhythm, and atrial pacing was blanking ventricular events intermittently. Programming changes were performed. The patient was in stable condition.